Manufacturer narrative:
(B)(4) batch #: unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the said that when he closed the powered vascular stapler on the pulmonary artery, the device automatically fired even though the red safety catch was still in place and he hadn¿t touched the firing trigger. This was the first firing of the device. The knife blade did not return. He tried to open the device by pressing the jaw release button on the side of the device and squeezing the closing trigger, but that didn¿t work so he used the manual override lever, retracted the knife, and removed the stapler from the patient. The staple line was fine. He opened up another powered vascular stapler and finished out the case without further issue. There was no complication for the patient.